Event description:
The event is reported as: complaint alleges: healthcare worker was unable to inflate cuff after insertion. No reported pt injury.

Manufacturer narrative:
Unk if device sample available for investigation.